Manufacturer narrative:
E1: patient city: (B)(6). Patient country: ano liosia.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 since the infusion set tubing came apart. The tubing got detached and the site of detachment was tube connector. The insertion site was right abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.